Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that her husband¿s insulin pump was not working. Customer states that they changed battery but insulin pump did not turn on. Customer¿s blood glucose was unknown at time of incident. Customer advised to revert to back up plan. Insulin pump will not be return for analysis.